Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to reload the same cartridge, which did not resolve the issue. Technical support then guided the caller to fill and load a new cartridge onto the pump using the proper technique, successfully resolving the issue and allowing the customer to resume insulin therapy.